Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power. Customer's blood glucose level was 142 mg/dl. The customer was able to rewind the insulin pump. Customer states they did not receive a low battery alert prior to the off no power alert. The device was not returned.